Event description:
It was reported that, during a back surgery, the medical staff did not deflate and deactivate the cuff of this artificial urinary sphincter, resulting in cuff damage and erosion. Two months later, a revision surgery was performed to remove the cuff, and cap and secure its tubing. There were no further patient complications.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.